Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient has been feeling electrical stimulation every day, possibly during daily measurements. A review of the device data identified the lead safety switch (lss) had been triggered due to an out of range atrial pacing impedance measurement of 2045 ohms. Noise was observed following the polarity switch. A boston scientific technical services consultant discussed troubleshooting options for this patient. The caller stated they will most likely continue to monitor the patient because of covid-19 and the risk to bring patient into the clinic. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient has been feeling electrical stimulation every day, possibly during daily measurements. A review of the device data identified the lead safety switch (lss) had been triggered due to an out of range atrial pacing impedance measurement of 2045 ohms. Noise was observed following the polarity switch. A boston scientific technical services consultant discussed troubleshooting options for this patient. The caller stated they will most likely continue to monitor the patient because of covid-19 and the risk to bring patient into the clinic. No adverse patient effects were reported. It was reported that this system exhibited myopotentials on the right ventricular and atrial channels. The caller was inquiring about reprogramming the sensing on the right ventricular channel. A boston scientific technical services consultant discussed the options for this patient. This patient's system is a boston scientific implantable device with competitive atrial and right ventricular leads. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.